Manufacturer narrative:
We received the catheter as a faulty sample. Nfds (needle-free-devices, non-vygon gmbh products) were connected to both extension lines and the sliding clamps were closed. Orange residues stuck to the catheter tube at the 25cm and approx. 28cm marking. The organic residues may adhere to the catheter tube at the 25cm mark due to a patient reaction (e.g. Caused by poor/unfavorable catheter placement so that the intima is irritated by catheter movements). When flushing the proximal extension line with water, a leakage was detected distal to the 28cm marking. Microscopic examination revealed an axial tear with the length of approx. 0.66mm. Alcohol-based disinfectant can also damage the catheter tube and concerning this, there are some warnings in the IFU. Unfortunately, the customer did not specify whether the disinfectant used was water-based or alcohol-based. In addition, a manufacturing fault can be excluded as each catheter is flow and leak tested during production. Not possible to check documentation review because no batch number was given. Each catheter is flow and leak tested during production. Incoming goods inspections and two 100% visual tests after packaging are carried out. There have been no further complaints regarding a leaking catheter tube on code (B)(4) within the last three years. This query relates to all the complaints that have come to our attention worldwide. Corrective action: no further corrective action was initiated by quality management as there is no hint of a manufacturing fault.

Event description:
Small hole in orange lumen of catheter.

Manufacturer narrative:
The failed sample will be returned to vygon and will be evaluated as part of the complaint investigation. The results of this investigation are still pending and will be communicated with FDA within 30 days of completion.

Event description:
Small hole in orange lumen of catheter.